Event description:
It was reported that "surgeon was inserting 8.5 x 80 closed head iliac screw utilizing iliac screwdriver #48231325. Half way down the ilium, the screw began encountering slight resistance and after a couple more turns the screwdriver snapped."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.